Event description:
The facility representative contacted a technical service representative to report an ipump with an "internal clock error". This event occurred during programming/setup in labor and delivery. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of an "internal clock error" was confirmed and reproduced. The root cause was attributed to a malfunctioning micro processing unit board. The micro processing unit board was replaced to fix the problem. Baxter will continue to monitor similar reports to determine if further actions are required.